Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd, 4th and 22nd distal stent wraps with struts raised and overlapping. Deformation was evident to the distal tip, with tip appearing torn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a mildly tortuous, moderately calcified lesion in the ostium of the rca via a saphenous vein graft (svg). There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a 2.5x20mm non-mdt balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to cross the calcified lesion. When the stent was removed it was noted that the proximal end of the stent had raised struts. A 4.0x26mm resolute onyx stent was then placed with a non medtronic guide extension catheter to add support and the stent was successfully deployed. No patient injury is reported.